Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had received failed battery alarm. The customer¿s blood glucose level was unknown. Customer stated that they had a received battery failed alarm during normal use. The insulin pump will not be returned for analysis.